Event description:
Flexible cystoscope was used for common bile duct exploration. After use, and withdraw of the scope, the surgeon noticed pieces of the sheath was coming apart. Equipment used showed signs of deterioration and exposure of the metal beneath the sheath. The scope was last processed on (B)(6) 2021. All pieces of sheath were retrieved before end of procedure and there was no harm to the patient. FDA safety report ID# (B)(4).